Manufacturer narrative:
Since the device was not returned to the MFR for analysis, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this catalog/lot number. A trend analysis was performed on similar reports involving this catalog/lot number and a trend was not identified. In addition, a review of the device history record was performed on this catalog/lot number and no manufacturing variances were noted in relation to this event. The MFR's investigation of this event is inconclusive; however, the MFR is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaints department, clinical and sales representatives. No further details are available. The MFR is now closing its file on this event.

Event description:
On 4/23/97, the facility nurse contacted the MFR sales rep and reported that when she accessed the device, the needle was difficult to remove from the pt's skin. The facility nurse also reported that she had noticed a barb on the end of the needle. The needle was discarded after use.